Event description:
It was reported that during the dilatation of the vena cava, the balloon ruptured. The balloon was lodged in the vena cava. The dr tried to remove the product and the shaft extended and a portion of the balloon pulled out. The piece of balloon material remaining in the vena cava was pressed against the cava wall using a stent.